Event description:
It was reported, "the surgeon had loaded the nail onto the jig and inserted the nail into the ankle, up the im canal of the tibia and loaded the aiming adapter onto the jig and locked it on tight with the nut/t-wrench (in line with op technique) and proceeded to rotate the nail on the jig into a preferred position with one hand on the jig and the other hand on the aiming adapter - the plastic arm of the aiming adapter then snapped off from the metal end of the aiming adapter."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.